Event description:
It was reported to the manufacturer that the vns pt passed away recently. The cause of the pt's death is unk at this time. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.